Event description:
It was reported that the patient underwent a full revision due to the high impedance seen. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
The explanted and generator are noted to be discarded and are unavailable to undergo product analysis. No other relevant information has been received to date.

Event description:
Additional information was received from the physician that high impedance was seen prior to the battery replacement surgery and after. The lead was not replacement and intervention for the high impedance is pending on the patient¿s response to vns changes. Clinic notes from office visit were provided indicating that the patient recently received a battery replacement in which there was a noted impedance problem and is believed that the high impedance is related to poor connection to the vagus nerve and the neck. It was decided to continue delivering therapy with more frequent impulses to try to get around this problem. The patient was seen some time later and was noted to have a slight improvement of her seizure frequency. The vns was interrogated during this visit and found to still have high impedance. No changes to vns settings were indicated to have been made. No known surgical intervention to resolve the high impedance is known to have occurred to date.

Manufacturer narrative:
Event description - correction - inadvertently did not include in the initial MDR submitted.

Event description:
The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release.

Event description:
Implant card for the patient was received indicating that the patient received a battery replacement due to battery depletion. It was also indicated that the lead impedance was high, however value of the impedance is unknown and unknown whether this was seen with the old or new generator. No surgical intervention has been reported to date. No additional relevant information has been received to date.